Event description:
Healthcare professional reported through national breast implant registry "device migration/implant malposition, correction of asymmetry". This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, migration. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.